Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". Treatment: prometrium, vivelle-dot. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, b6, d6b, e1, h6